Event description:
It was reported that during routine outpatient management the ventricular assist device (vad) coordinator recognized damages in the outer layer of the patient's modular cable. The modular cable was replaced.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damages to the outer layer of the modular cable (lot: 8250888) was confirmed via testing of returned product. The mod cable was returned for analysis with discoloration and covered in tape to the outer layer. The modular cable then underwent functional testing. The modular cable underwent resistance testing in order to evaluate the integrity of its inner wires. The wires of the modular cable were individually measured and all inner wires had elevated resistances, indicating early stages of conductor breakdown associated with wear and tear. The cable¿s polyurethane and inner layers were stripped, and one kink was observed. No damage to the insulation or exposed conductors were observed. The mod cable was then connected to a test system controller, pump, patient cable, power module, and system monitor. The system operated as intended without any alarms active; manipulating the cable had no effect on pump function. The modular cable supported the pump for an extended period without any alarms activating. Submitted log files did not indicate an issue with the modular cable. A root cause for the reported event was unable to be conclusively determined through this investigation. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including low voltage alarms. Heartmate 3 instructions for use (rev. C) section 2 - ¿system operations¿ and heartmate 3 patient handbook (rev. D) section 2 - ¿how your heart pump works¿ explain that if it has been determined that damage has been detected in the modular cable, it should be replaced. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Incidental finding: wire fatigue. No further information was provided. The manufacturer is closing the file on this event.